Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline level. The relationship between the increase and vns therapy is unk at this time. A battery life calculation was performed on the pt's device that revealed approximately negative 0.65 years till end of service. The pt's generator was replaced recently. Diagnostic tests performed on the pt's device revealed proper device function in 2008. Good faith attempts to obtain additional information regarding the reported event and the explanted product for product analysis are underway.